Event description:
The customer reported to olympus, the bronchovideoscope had bending section cover leakage. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeling (1millimeter squared or more). There was no patient involved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's report was confirmed. In addition to the malfunction in section b5 the following was discovered; the water tightness was lost due to a cut on the bending section cover, the distal end had a dent, the bending section cover had cut, the connecting tube had a scratch, the bending angle in up direction did not meet the standard value due to wear of angle wire, the switch three had a scratch, and the protector of universal cord on control section side had a scratch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The event can be detected by following the instructions for use, section ¿inspection of the endoscopic image.¿ 3.3 inspection of the endoscope 5 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.